Event description:
It was reported that customer experienced keypad anomaly. It was reported that the act button and up arrow key was not responding. Insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump had intermittent button response on the act and up arrow buttons due to flattened dome switches. The connector on the lcd board was not unlocked during visual inspection. The pump also had minor scratches on the lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, and scratches on the reservoir tube window.